Manufacturer narrative:
Visual examination of the complaint sample confirmed the presence of the small piece of plastic in the cassette. A scar has been issued to the supplier. The device history record for the lot was reviewed and no devices were rejected and no specific manufacturing yield issues were reported similar to the reported complaint condition.

Event description:
The foreign distributor ((B)(4)) reported an issue encountered with the delivery set by their end-use customer. The report stated that their customer observed green-colored particulate matter in the additive cassette of the delivery set. The delivery set was changed out and the procedure was successfully completed. There were no patient complications reported as a result of the alleged event. The delivery set was returned to the manufacturer for evaluation.